Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - postal code, and d3 - manufacturing plant country: correction h3 and h6. Codes: updated. Device evaluation: received one (1) used bluperc percutaneous dilation procedural kit with single stage dilator and bluselect suctionaid trach tube. As received, no physical damage or other anomalies were observed. The sample was inflated with an approved ICU syringe and leak tested. The sample was submerged underwater to aid in leak detection. No leaks were observed. Left the cuff inflated for 3 days, no leaks were observed. Cannot confirm customer complaint of not able to maintain cuff pressure and suspects a leak somewhere in the system.

Event description:
It was reported that the suctionaid tracheostomy tube taken from the size 9 bluperc kit could not maintain cuff pressure. Cuff pressure manometer observations confirmed loss of pressure while in-use with the patient. The device was returned for evaluation.

Manufacturer narrative:
One device was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.